Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 6-feb-2017, an fse arrived at site and found that the hybrid arm motor was not engaged which was causing the hybrid arm not to move to reach home. The fse also saw that the sorter was dropping cups. He then changed the sorter suction cup, checked and reconnected the wire to the y motor and unplugged the power from the wall and then plugged backed in with all power going to the boards and activating the y motor. Afterwards, the fse ran a daily maintenance procedure with acceptable results. The customer ran quality controls on all assays with no errors. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was lack of power to the y axis motor.

Event description:
On (B)(6) 2017, a customer reported constant errors 4241: hybrid arm y-axis home detection failures with their aia-2000 analyzer. The customer was unable to run afp, beta-hcg, and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp, beta-hcg, and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.